Event description:
It was reported that during a da vinci assisted sacrocolpopexy surgical procedure, the customer contacted the technical support engineer (tse) and reported 32100 error. The customer did two emergency power off with no change. The system was faulting on arm 3. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained additional information: the customer confirmed that the issue happened during the procedure and the arm3 was disabled. The procedure was completed robotically with 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem, and the fse replaced the proximal inner set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, error 32100 was confirmed, indicating voltage monitoring faults reported to the axes controller setup (acu) board. The proximal was installed onto a golden system, where no faults occurred in normal mode and unit functioned as expected. The system was manually power-cycled 10 times without replicating any failures. The proximal was tested on the patient side cart fixture test platform (pftp), where it passed all relevant testing. After testing was completed, visual inspection found no issues related to the reported event. At the time, failure analysis could not determine the root cause. After consulting with engineers, failure analysis concluded that the a board, vertical brake, and horizontal brake were consistent with the reported event and could be the potential root causes.